Event description:
Device 3 of 3. Ref MFR reports: 1627487-2012-11596, 1627487-2012-11597. It was reported the pt had neuropathy pain in his legs. The pt was not receiving effective stimulation so the sjm rep met with the pt for reprogramming. It was reported the issue was not resolved with reprogramming. The physician planned surgical intervention to remove the scs system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.